Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified malfunctioning implant showing a tubing break on the clear tubing running from the left cylinder to the pump. The break is directly above the thick part where the tubing is reinforced. The device was unable to be returned. The device was removed/replaced.